Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 493mg/dl. The customer stated having trouble with bent cannulas, and she kept changing her infusion sets. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. Advised the customer to continue using her injections until the replacement of the insulin pump arrives. No further information was provided.